Event description:
A power on reset (por) condition was reported. Unfortunately, the por was cleared before the error code was taken note of. As such, the code was not available. The reporter stated that the patient did not recall any event or exposure that might have correlated to the onset of the por condition. The implantable neurostimulator (ins) was not overdischarged as the patient had ¾ of a charge in her battery. Impedances were run which showed each electrode was within normal limits. It was unclear what caused the por. However, after clearing the por, the patient was receiving satisfactory stimulation and felt that therapy was effective. The patient was asked to follow-up should a por occur again.

Manufacturer narrative:
Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 3550-02, lot# n146644, implanted: (B)(6) 2012, product type: accessory. (B)(4).